Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable calcium gen 2 result for one patient sample. The initial patient result was 15.8 mg/dl and the repeat result on another cobas 6000 analyzer was 9.9 mg/dl. The initial result was reported outside the laboratory. The repeat result was believed to be correct. There was no adverse event. The calcium reagent lot number was 60496701 with an expiration date of 12/31/2015. The field service representative could not find a cause. He checked the sample and reagent probes, the rinse mechanism aspiration and dispense, pressures and vacuum which were all ok. He noted the customer had replaced the reagent pack and thrown away the pack involved in the event. The customer ran qc and performed calcium precision testing. All results met system verification specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. An instrument or reagent problem could be ruled out because calibration and qc were described as acceptable and the instrument was checked to be ok by the field service representative.